Event description:
It was reported that foley catheter was defective. There were 3 more of them tried in a surgical case and they would not deflate. They did keep the 3 that they tried and have pulled the remaining 6 that we had of that same lot. There were 2 more reports of these defective foley with 5 in total.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that foley catheter was defective. There were 3 more of them tried in a surgical case and they would not deflate. They did keep the 3 that they tried and have pulled the remaining 6 that we had of that same lot. There were 2 more reports of these defective foley with 5 in total. Per additional information received via customer follow up on 05mar2024, it was reported that all foleys were from the same lot. Customer also reported that they would like to withdraw the complaint because the reported defective foleys were due to user error. Customer stated that the balloons were being inflated prior to use and they were informed that that was the incorrect method to access the balloons.